Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported patient having a pillcam stuck in the gastric pouch due to patient having a gastric lap band. After loosening of the lap band, the pillcam was able to pass.